Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2013-81792.

Event description:
The customer stated that he had a severe insulin reaction, and his wife had to call the paramedics. The customer stated that he did not have his glucometer with him at the time, and decided to treat his blood glucose based on the sensor glucose readings, which he later found out to be off by 100 points. The customer stated that he called his trainer, and he was told to calibrate the sensor every 15 minutes, and that seemed to level out the sensor glucose levels. The customer stated that he has not had a problem with the subsequent sensors. Nothing further was reported.